Event description:
The facility states that the surgeon successfully implanted a model cc4204bf intraocular lens but noted damage to the lens after it was implanted. The surgeon removed the lens without injury to the patient. A model msi-pf injector and a model sfc-25 fp cartridge was used to deliver the lens into the patient's eye. The lot numbers for these items were not specified.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed a piece of the optic and a piece of one of the haptics was torn off and is missing. Conclusions: no conclusion can be drawn. The facility did not return the injector or cartridge used in this case.